Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient reporting that the circumstances that led to the lose programming was the patient road home from where reprogramming occurred at (B)(4) miles. They stated steps taken to resolve the lost programming issue was the patient called to get the manufacturer representative (rep) to meet again and they also spoke with a nurse. They stated that the lost programming issue had not been resolved. No further complications were reported/anticipated.

Manufacturer narrative:
Occupation: non-healthcare professional. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for chronic low back pain. It was reported that the trial was far more effective than the implant regarding their "80/20 shooting pain versus localized pain." The patient stated eventually it switched so now it was 80/20 localized pain and it was not helping anymore. This started a couple of years ago. They used to sidetrack their brain to be effective for extreme pain. The health care provider (hcp) wanted to coordinate with a manufacturer representative before adding leads or checking if they had slipped which was what the hcp was doing. There had been a previous meeting to "mess up the patterns" which was confirmed to be routine programming. No further complications were reported. Additional information was received from the consumer on 2018-jun-04 reporting that no steps were taken at that time to resolve the issue. No further complications were reported. The consumer reported that she met with a manufacturer representative to do reprogramming for the implant. The patient stated when she got to her house she lost the programming that the representative had done. The patient explained that because of this the coverage was not touching her pain and she wanted to meet with the representative again to do reprogramming.